Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. The erroneous results were not reported outside the laboratory. The customer reported that more samples were reading >20 iu/ml using the original reagent lot compared to reagent lots used. It is unknown if patient treatment was impacted.

Manufacturer narrative:
Qc results were not supplied by the customer to date. Upon changing the reagent the issue was resolved. Service was not requested for this event, as this was a reagent issue. Investigation into the root cause of this issue is ongoing.